Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of rebu1047 showed one other similar product complaint from this lot number.

Event description:
The facility reported the PICC was removed and replaced due to a hub/catheter break. No patient injury reported.